Event description:
Monitor display showed only a green dot. Upon arrival of a working monitor, pt was discovered to be in drug therapy converted pt to a shockable rhythm. Pt never regained a spontaneous pulse while in care of emergency medical service.